Event description:
Per the clinic, the patient experienced a skin breakdown from a radiation for cancer resulting in an infection at magnet site. The patient was treated with oral and topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.